Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, after ovd (ophthalmic viscosurgical device) stuck to the optic was removed with ia (irrigation and aspiration), a line was found scratched on the optic. The surgery itself was completed without product replacement. The sample was not available as it still remains in the patient's eye. He considered that it was not a scratch but a line which was made after some foreign material came off by ia operation. There was no patient harm.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. Only photo and video were returned. The reported complaint was observed on the returned photo and video. Returned photo shows an implanted iol (intraocular lens). There are light reflections and several lines/marks observed on the iol. The exact location of the reported line was not provided and cannot be determined from the returned photo. The origin of the observed marks/lines cannot be confirmed from the evaluation of the returned photo alone and without the evaluation of the physical product. Video shows iol implantation. The iol preparations is not provided in the video. When the cartridge comes into view, the lens is advanced at the pause location. The lens appears to be in an acceptable position for implantation. Once the lens is implanted and begins to unfold, the hcp (health care professional) manipulates the iol in the eye with a surgical tool. As the light reflects of the iol, lines/marks can be seen on the optic surface. Based on our observation of the attached photo, there appears to be a mark/line close to the edge of the iol optic. The origin of the observed mark/line cannot be confirmed based on the returned video alone and without evaluating the physical product. The product was subject to handling and the reported damage was highlighted post implantation. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).